Event description:
During a cholecystectomy procedure, reducer part broke and dropped off into the patient's body. The piece was retrieved successfully. Another like device was used to complete the case. There were no adverse consequences to the patient.